Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pre syncopal patient presented in clinic with noise on the right ventricular lead. Programming changes were made, and the lead was capped and replaced on (B)(6) 2019. The patient was stable before, during, and after the procedure.